Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant air in line alarms, caused by low readings on a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a pump constantly alarms air in line. There was no reported patient involvement.